Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined as it is unknown as to why the locking screw did not fit. However, during the investigation, it was noted that the articular surface was fixated to the tibial plate using bone cement instead of the locking screw due to the fixation screw not fitting/mating. The root cause of the deviation from the surgical technique is off label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee revision, the surgeon had difficulties getting the tibial insert to seat on the tibial tray. He could not get the locking screw to lock the two devices together. He used bone cement to mate the tibial insert to the tray. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No update to previously reported root cause.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b7, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.